Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that they were found unconscious and paramedics were called. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated that they were given IV glucose to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed off no power alarm test and unexpected restart error test. No battery out limit alarm or failed battery test alarm noted during testing. The device communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm or calibration anomaly noted. The device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and scratched keypad overlay.